Event description:
It was reported that the right ventricular lead had low impedance paces with the unipolar impedance higher than the bipolar. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.